Event description:
Male patient having orthopedic surgery for end-stage arthritis of (l) knee total arthroplasty: at initial counting of sharps it was noted that a package of 0 vicryl sutures had rust on one of the needles. Package removed and a new one opened. There was zero patient involvement.